Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report cardiac arrest, embolism, medical intervention, and death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr. After deployment of the third clip, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A fourth clip was attempted to treat the slda, but there was interaction with the second clip, and the physician decided to not deploy the fourth clip. Three clips implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2019, the patient was readmitted for heart failure and recurrent mitral regurgitation (mr). On (B)(6) 2019, a second mitraclip procedure was performed to treat the slda. One clip (90129u120) was implanted, reducing mr from 4 to 1-2. Six hours post-procedure, the patient experienced cardiac arrest and a stroke. Cardiopulmonary resuscitation (CPR) was performed and the patient improved; however, was diagnosed with ischemia and gastrointestinal (gi) problems. On (B)(6) 2019, the patient died. An autopsy revealed thrombus formation around the slda clip. It was suspected that the second clip that was implanted to treated the slda clip may have caused the thrombus to embolize to the mesenteric artery. The physician stated the thrombus was the possible cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the adverse events of death, cardiac arrest and cerebrovascular accident(stroke) in this incident cannot be determined. The reported patient effect of air embolism appears to be a result of procedural conditions, while the reported ischemia were symptoms/cascading effects of the air embolism. The reported patient effects of cardiac arrest, cerebrovascular accident, death, embolism, and ischemia as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.